Manufacturer narrative:
Plant investigation: atual device returned to manufacturer for physical evaluation. A visual inspection of cycler exterior showed signs of physical damage; heater tray damaged (paint). There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. System air leak test passed. Valve actuation test passed. Teach pump test passed. A pre-accelerated stress test treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler would not turn on during power up. Issue occurred twice. The patient was not connected during the incident. The display was blank. There was not a power outage. There was not an outlet issue. The power cord was securely plugged in. No sound was heard when the ok or stop buttons were pressed. Switched cycler on and there was no lights on the stop, ok and up/down keys. The fresenius technical support representative advised the patient to discontinue use of this liberty cycler and issued a replacement. The patient knows how to perform capd and has 5 boxes of capd/manual supplies available. The patient will perform capd/manuals. Patient requested for the replacement to be sent to the clinic. Upon follow up, it was confirmed that the patient was not able to complete treatment on the reported day. However, patient received the liberty cycler replacement the next day, (B)(6) 2025, and has been completing treatments with the replacement with no further issues. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.